Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The product was evaluated by product engineering who concluded that based on the images recorded, the tip made contact with a metal object inside the surgical site during use. This runs contrary to the advice detailed in the sonopet system (instruction for use)IFU: ¿do not strike the ultrasonic tip against a metal or surgical object during vibration.¿ it is highly likely that the damage associated with this contact led to the device fracturing during use and may have also been responsible for the frequency alarms described in the complaint description.

Event description:
It was reported that during a surgical procedure, it was noted that the device broke at the tip. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the device broke at the tip. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.